Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the femoral at unknown interface. Cement manufacturer is from competitor. Patient originally presented with a femoral fracture and arthritis. It was treated with a tka. Two weeks later, the fracture collapsed and so did the femoral component. All components were revised except patella. Doi: (B)(6) 2018; dor: (B)(6) 2018; right knee.